Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted: one in the cx and one in the lad. Approximately seven months post procedure, patient suffered coronary artery disease. Patient had severe three vessel (rca,lcx and lad) cad/aortic stenosis and CABG was carried out to treat the stenosis. In stent stenosis was reported in the cx and lad. Patient recovered. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is possibly related to device but not related to anti platelet medication. Cec assessed event is a non-q wave mi of target vessel, 3rd udmi spontaneous. Cec also adjudicated the revascularisation as tl CABG clinically driven revascularization of the cx and lad and non-target vessel surgery, clinically driven revascularisation of the rca.